Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and could not confirm the reported "no image" issue. The camera image quality test was performed and passed. The technical service representative plugged the customer's video baton 2.0 large into a known, good, test monitor and a known, good, test cable. The video baton 2.0 large showed an image, individual white lines were distinct and the color rendering was accurate. No failure was found. The verathon technical service representative did note that the device was delaminated and that sealant was coming out of the seam. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image blacked out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.